Manufacturer narrative:
It was reported that during a knee replacement surgery, while implanting the 3-4 9mm insert, the device could not be locked well with base plate. A same code insert was used to complete the surgery. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail probably from the attempt of insertion. Dimensional analysis could not be performed as the damage/deformation at several features of the device would not allow for accurate measurement. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Potential causes of the reported event could include but are not limited to size of device used, surgical technique or procedural/user variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a knee replacement surgery, while implanting the 3-4 9mm insert, the insert couldn't be locked well with base plate. A same code insert was used to complete the surgery. A delay of less than 30 minutes.